Event description:
It was reported that patient began having pain in the right hip in (B)(6) that has gradually been increasing. She experiences sharp pain when she lies on her right side. Patient says that she can feel the hip grinding and moving back and forth when she places her hand on her hip. Patient has had x-rays, blood tests for cobalt chromium levels, mr, and CT scan. Patient had a follow-up appointment with her doctor on (B)(6) 2012. The surgeon advised hr that she will need to have a revision surgery. The surgeon will schedule the surgery and contact her.

Manufacturer narrative:
At this time, the pateint was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.